Manufacturer narrative:
A field service engineer (fse) performed various service actions, including manually cleaning the sample probe and cleaning both reagent probes. The customer has not complained of any further issues following the fse's service actions. The investigation determined that the event was consistent with a contaminated sample probe, due to contact with gel from sample tubes. This is a pre-analytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The albumin gen.2 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin gen.2 results from the cobas 6000 c501 module for two patients. Patient 1's initial result was 0.638 g/dl, and the repeat result after calibration was 6.38 g/dl. Patient 2's initial result was 0.467 g/dl, and the repeat result after calibration was 4.68 g/dl.